Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advance bionics cochlear implant.